Manufacturer narrative:
Pc-(B)(4). Date sent: 8/30/2023 1-how long did the air leak last - 3 days 2- does the surgeon believe there was a deficiency with the ethicon device that caused or contributed to the noted complications? - zero. None. 3-what was done to address the air leak? - nothing. We let it heal on its own. Per the surgeon, there was no deficiency with the ethicon device that caused or contributed to the noted complications. Nothing was done to address the air leak; they will let it heal on its own. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a not reportable event. H1

Event description:
It was reported via clinical trial patient (B)(6) experience, intermittent air leak. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2023. D4 batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: start date: (B)(6)2023. Alert date: (B)(6) 2023. Country of event: us. Adverse event term: intermittent air leak. Patient details patient identifier: (B)(4). Sex: male. Age at consent/assent: 78 years. Procedure details date of procedure: (B)(6)2023. Procedure group: lung resection. What procedure was performed (gastric)?: blank what lung resection procedure was performed? Lobectomy: yes. Segmentectomy: no. Wedge resection: no. Lung volume reduction surgery: no. Other: no. If other, specify: blank. Additional event details site awareness date: (B)(6) 2023. End date: blank. Severity: blank. Is the adverse event serious? : no. Death: no. Date of death: blank. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank. Intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Date of procedure: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Date of non-surgical procedure: blank. Blood transfusion: no. Other: no. If other, specify: blank. Outcome: blank. If event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: blank if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: blank did this event result in the subject's discontinuation of the study?: blank. Stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1 name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: mdev-00105_f color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 2. Name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4). Color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 3. Name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4) of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank endocutter firing number: 4 name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank endocutter firing number: 5 name of stapler used: ech45s - echelon 3000 45 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Log line 1 updated did this event result in the subject's discontinuation of the study?: blank => no if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: blank => na if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated? : blank - na none: no - yes. Outcome: blank - not recovered/not resolved relationship to study device: blank => possible severity: blank - mild. Site awareness date: (B)(6) 2023 relationship to primary study procedure: blank. Causal relationship start date: (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe there was a deficiency with the ethicon device that caused or contributed to the noted complications? Was the leak observed intra or post op? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. Additional information was requested and the following was obtained: end date: blank: 20 jul 2023. Adverse event term: intermittent air leak: pulmonary air leak. Outcome: not recovered/not resolved: recovered/resolved without sequelae".